Manufacturer narrative:
(B)(4) age/date of birth: unknown/not provided. (B)(4) device evaluation: the intraocular lens was returned to the manufacturer for evaluation and the visual inspection showed that the lens was cut in half, most probably to make explant possible. Considering the condition of the lens additional analysis was not possible. The complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. The complaint related test is the optical measurement performed at final inspection. The in-line optical inspection data shows the lens is within specification in terms of optical and cylinder power and resulting contrast. A search on complaints revealed no other complaints were received for this order number to date. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. A review of the complaints related to the production order was performed and the results revealed that no other complaints for this order number were received to date. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zct225 intraocular lens (iol) had rotated out of axis after implantation. The patient preferred to have mono vision near right eye instead of distant vision. The iol was explanted. Reportedly, patient has recovered. No further information was provided.